Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock during testing. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer device and verified the reported issue. Stryker determined that the cause of the reported issue was due to blown transistors, designator q71 and q73. Stryker also observed that the device's lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. Stryker determined that the cause of the missing magnet was due to bent/stretched magnet retaining clips. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock during testing. There was no report of patient use associated with the reported event.